Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement suretrak2 clamp driver shipped to site (B)(4) 2017. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that a site's suretrak2 clamp driver had stripped screw threads. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.